Event description:
It was reported that 45 minutes into a red cell transfusion through the device when the pump alarm sounded. It was discovered that air was coming in through vent. No pt sequalae was reported.